Event description:
It was reported that the 9800 system had a cine disk error and would not fluoro during a subtraction run. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge and cine drive were replaced during the service call.